Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high pacing threshold measurements. At change out the lead was noted to be in a good position with acceptable measurements observed during testing. It was noted the rate/sense setscrew did not appear to be tight. The lead remains in service. The device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.